Manufacturer narrative:
Patient retained device. Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.

Event description:
T2 nail was inserted from the proximal for the diaphyseal fracture of the femur on (B) (6) 2009. One screw was inserted in the hole of distal static hole of the proximal side and one screw was inserted into the static side of the dynamic hole. Also, two screws were inserted into the distal holes from anteriorly. The patient had tka previously. It was found the nail was fractured on (B) (6) 2010 and the nail was removed on (B) (6) 2010. The surgeon commented that the nail was fractured due to delay of the union.